Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at 15,831 joules. Add'l info reported by the customer was the beam was used to test the fiber prior to use inside of the pt. The beam was visible. During the procedure, the red aiming beam was observed to have forward fired first. There were no error codes that were displayed on the console when the event occurred. The pt did not experience any harm as a result of the incident. The user did not experience any injury from the use of the system. The current status of the pt is unk.